Manufacturer narrative:
(B)(4).

Event description:
It was reported by the hcp that following an unrelated surgery there were some "weird symptoms". They were unsure of the cause and trying to eliminate a problem with the pump/catheter as a possibility. Logs were normal. It was reported on (B)(6) 2010 that a catheter revision was done on a pt that underwent some laser surgery recently. The laser apparently severed the catheter and the pt went through withdrawal. When the physician opened the catheter entry site, he found the catheter had been severed right through the anchor. He could not locate the spinal part of the catheter and had to assume it was in the intrathecal space. He inserted another spinal catheter and reconnected. Add'l info has been requested, but was not available as of the date of this report.